Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a fever while in the hospital. Customer was on a ventilator for 7 days and it was determined that it was malignant hypertension. Customer stated that they broke the belt clip when they were trying to take the pump off. Customer went to the hospital because she was unresponsive. Customer was not sure if it was diabetes related. Customer was treated through an IV. Customer had been experiencing low blood glucose levels prior to this incident. Customer was hospitalized on (B)(6) /2014. Customer threw up at home and her partner took her to the hospital. Customer also fell at the hospital prior to taking an x-ray. Customer stated that their endocrinologist just changed their settings back to the correct settings. Customer stated that she was now getting high blood glucose level as high as 700 mg/dl. Customer stated that her doctor needs to make adjustments. Customer will see her doctor until everything is on track. No further assistance needed.